Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Upper case and two battery latches are broken. High rate cover, ring cover, two side bail covers, three control knobs, heart wire contact block, battery drawer, six case screws, ring cover screw, heart wire contacts, two side bails, and heart lead flex are contaminated. Lower case is broken. Interconnect flex is broken (torn flex). The ring is bent.

Event description:
It was reported the battery chamber is extremely difficult to remove from the device. It was also reported the front casing is broken and is missing toggles. The device was returned for repair. No patient involvement was reported.